Event description:
Covidien received information that the 840 ventilator became inoperative during patient use. The patient was transferred to an alternate ventilator. There was no patient harm or injury as a result of the event.

Manufacturer narrative:
Covidien customer support engineer (cse) inspected the ventilator and verified the malfunction. The breath delivery unit (bdu) printed circuit board (pcb) was replaced and updated the software. The device passed all testing. (B)(4).